Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the right coronary artery. A 2.75 x 32mm synergy xd drug-eluting stent was advanced and deployed. Post- deployment, a non-flow limiting distal edge dissection was observed. The dissection was covered with another stent, and the procedure was completed. No further patient complications reported, and the patient condition was stable post-procedure.